Event description:
Had lasik a month ago. Since then bad starburst and halos in night driving or high contrast situations. Vision is corrected as expected, but starburst and halo make me wonder if I should have had it done.